Event description:
It was reported that the ipg battery status was at <2.73v and the programmer displayed error message "replace generator soon: there generator is approaching its end of service and will need to be replaced soon. Contact your physician to schedule a replacement." It was noted that patient used tonic stimulation 24/7. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section h6 codes updated.